Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a patient using an ilet experienced elevated blood glucose following a supply change, during which the caregiver observed a leaking cartridge and later a separate infusion set with a bent cannula; the caregiver disconnected the pump as for a shower, proceeded to fill tubing, then replaced supplies, and was advised on monitoring and meal announcements. Symptoms included hyperglycemia with a reported blood glucose of 348 mg/dl. Outcomes included no reported injury or hospitalization and continued home monitoring after supply replacement. Investigation included troubleshooting and education provided by support. Investigation of this case revealed a leaking cartridge and a bent cannula on an inset 23", 6 mm infusion set, which are consistent with infusion delivery issues leading to underdelivery of insulin and resultant hyperglycemia. It was concluded, based on previously established findings for similar reports, that the cause was user interface or use-related factors and infusion set integrity issues leading to inadequate insulin delivery.

Manufacturer narrative:
This report is submitted as a follow-up to correct previously reported information in the original submission. Fields corrected: d4 model #, additional UDI # and h8 usage of device.